Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens optic and one haptic were torn off. The lens was returned in liquid. A cartridge was returned with a damaged tip. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens was loaded incorrectly and the front half of the lens tore. The lens was partially inserted and was removed with no patient injury. The backup lens was also loaded incorrectly and tore. The patient returned the next day and another 12.6mm model lens was implanted with no problem. The reporter stated the cause of the lens damage was due to surgeon loading technique.